Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. The external visual inspection revealed a dented bottom cover. In addition, the electrode ground ring was missing and the electrode was sliced near the fantail and severed near the array prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wirebonds. System lock was obtained only at certain spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The open device visual inspection confirmed multiple disturbed and shorted wirebonds. The residual gas analysis test revealed nitrogen levels above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to shorted wirebonds at the digital chip, which prevented the device from achieving lock. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.